Event description:
The pt had a unilateral mastectomy in 2001 with implantation of a becker expander/mammary prosthesis. In 2008, she had a blood test which should positive for silicone poisoning. The device was removed in 2008.